Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker electrogram and markers appear to be mis-aligned and experiencing synchronization issues. It was further noted the atrial lead displayed far field over sensing. Parameter programming changes were required for both the pacemaker and atrial lead. The pacemaker and atrial lead remain in use. No patient complications have been reported as a result of this event.